Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm. No harm or injury was reported, and the device was not in patient use at the time of the event. The trilogy evo USA device was returned to the manufacturer for evaluation. However, the device failed the data wipe process, preventing further evaluation. The customer requested that the device be returned unrepaired. The device warranty was extended to account for the time the device was unavailable during the evaluation process. DHR review was performed for the complaint device serial number h321793017205, review confirms that the device met the final acceptance criteria and was released for final distribution. Based on the available information, no further investigation could be completed. A final report is being submitted. If additional information becomes available that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted. The reported failure of ventilator inoperative alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.